Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right ventricular (rv) lead displayed low out-of-range (oor) shock lead impedance measurements. Additional information was obtained indicating that electromagnetic interference (emi) was assumed to be the culprit however was not conclusively determined. No further testing and office visits are scheduled. This system remains in service. No adverse patient effects were reported.